Event description:
A customer reported a loss of phaco power during a cataract surgery. The reporter mentioned possible footswitch issues. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep also checked the handpiece and did not find any nonconformity. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).